Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms and a cartridge alarm (alarm 1) occurred. Additionally, it was reported that a valid minimum fill notification occurred after filling the cartridge with 50 units of insulin. The customer filled cartridge in an attempt to resolve minimum fill notification, however cartridge began to leak. Customer unable to load new cartridge as altitude alarm would not clear. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was 229 mg/dl.